Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-15724. It was reported that the patient presented to the emergency room for dizziness. Device interrogation reveled multiple high ventricular rate and inappropriate automatic mode switch episodes, caused by intermittent noise exhibited by both the atrial and right ventricular leads. It was noted that the patient was less than 1% paced in each chamber, and the cause of the patient¿s pre-syncope had not been determined. No intervention or adverse patient consequences were reported.